Event description:
As reported, during a laparoscopic transabdominal preperitoneal (tapp) procedure on (B)(6) 2022, the bard/davol capsure straight fixation device was used to fixate the bard/davol 3dmax light mesh. It was reported that the device deployed a deformed fastener and could not fixate the mesh. As reported, the deformed fastener was removed from the patient body. It was reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol capsure straight deployed a deformed fastener and did not fixate the mesh. There was no reported patient injury. It is reported that the subject device is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 690 units released for distribution in feb, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position". If/when sample is returned and evaluated, a supplemental MDR shall be submitted. Not returned.

Manufacturer narrative:
As reported, the bard/davol capsure straight deployed a deformed fastener and did not fixate the mesh. There was no reported patient injury. It is reported that the subject device is being returned for evaluation; however at this time it has not been received. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in feb, 2022. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The subject device was returned for evaluation. Functional evaluation of the sample found the device functioned as intended the device deployed the remaining eight fasteners with no issues during simulated use testing. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported event that the device deployed a deformed fastener and did not fixate could not be reproduced. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic transabdominal preperitoneal (tapp) procedure on (B)(6) 2022, the bard/davol capsure straight fixation device was used to fixate the bard/davol 3dmax light mesh. It was reported that the device deployed a deformed fastener and could not fixate the mesh. As reported, the deformed fastener was removed from the patient body. It was reported that another device was used to complete the procedure. There was no reported patient injury.